Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although it was confirmed that the bending tube metal was exposed, the cause could not be specified. It is likely the event was caused by stress, handling, or other factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bending rubber was damage on the oes cystonephrofiberscope and metal was protruding. The issue was found during a regular annual inspection. The device was not used after discovery of the malfunction; it was sent for repair. It was reported that there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of damaged bending rubber was confirmed. In addition, the device evaluation found distal end leak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.